Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-02120, 0001822565-2024-02119, 0001825034-2024-01679, 3002806535-2024-00235. Proposed code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: from the second year follow up visit, the patient reports groin pain that radiates to the lateral hip. Pain is being treated through pain management clinic visits and medication. Moderate mobility issues, cane for long walks, moderate limp. X-ray images were provided and appeared stable and leg lengths equal, no significant findings were noted. MRI scans were ordered and received. The MRI was reviewed and confirmed to have no loosening, infection, malalignment, or surrounding fluid collection. All product remains implanted. The complaint could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: cat #: 00625006530 / bone screw self-tapping 6.5 mm dia. 30 mm length / lot #: j7180079. Cat #: 20103605 / 36mm i.d. Size e neutral liner / lot #: 65255952. Unknown apical hole plug. Cat #: 010000663 / g7 pps ltd acet shell 52e / lot #: 7205831. Cat #: 650-0662 / delta ceramic fem hd 36/+3mm / lot #: 3095589. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported during a clinical study, at the 2 year follow-up appointment, the patient had been experiencing groin pain that radiates to the lateral hip for the last three months. So far, the patient has been treated through pain management clinic visits with narcotic pain medication and multiple unknown injects that results in temporary pain relief. Attempts have been made but no further information is available.